Manufacturer narrative:
There was no allegation or indication that the device, its accessories, or its software malfunctioned.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. A chest tube was not required. The patient was on oxygen and monitored for pneumothorax resolution. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.